Event description:
On 06/06/08 the patient mentioned that in 2007 he passed out while driving and hit another car. He said he was unconscious when he was admitted to the hospital. He stated he thinks his blood glucose was at 32 mg/dl when he regained consciousness. He said he was unsure whether the cause of the accident was his insulin infusion device or "just me not eating." The product was replaced and requested to be returned for evaluation.